Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon felt resistance when moving the universal surgical manipulator (usm4). The intuitive tech support engineer (tse) had the customer check the drape for interference and reseat the drape, with no change. The customer declined to power cycle the system and moved forward with the case. The tse explained how to perform a hard power cycle. The customer stated they would perform a hard power cycle of the patient side cart (psc) if the issue made the case difficult to continue. The customer placed a second call to intuitive tech support to advise that the reported issue had not been resolved after the system was power cycled and the drape was adjusted. The customer informed the usm4 was making a grinding noise as well. A third call was placed to tech support to advise that the procedure was converted to laparoscopic due to the reported issue. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse exchanged the universal surgical manipulator (usm4) due to complaints of creaking. The fse attempted to replicate the issue with no trouble found but replaced usm4 due to customer¿s hesitation to use the system. The fse informed the customer how to change hand control settings. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. Isi has received the usm4 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.